Event description:
It was reported that patient experienced erosion with the cuff of his artificial urinary sphincter (aus), 9 years after implant date. All components were explanted and replaced. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was received. No adverse patient effects. Should additional information be received, a supplemental report will be submitted.